Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer was hospitalized with diabetic ketoacidosis. The customer stated they had changed their infusion set prior to their blood glucose rising. Customer's date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 654 mg/dl. The customer reported feeling sick with an increased heart rate and cotton mouth prior to being hospitalized. Customer was treated with an insulin drip at the hospital. Troubleshooting found insulin was able to exit from the customer's tubing. The customer also stated their cannula was not bent upon removal of their infusion set. Customer was advised to change out their infusion set, reservoir, and insulin. The customer also requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.